Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found multiple part failures. The coating on the mix bars was removed. The sample probe filter and di water tank filter were dirty and obstructed. The reagent probe, sample probe and water tank were also dirty. The buffer syringe was leaking. The fse replaced the mix bars and the roller pump tubing to resolve the issue. The fse cleaned the sample probe, sample probe filter, water tank, water tank filter and reagent probe. The fse then performed precision test and passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported three (3) patients had low results for multiple chemistries including blood urea nitrogen (bun), creatinine (crea), uric acid, total bilirubin (tbil), creatine kinase-mb (ck-mb), creatine phosphokinase (cpk), and alanine aminotransferase (alt) on their au480 clinical chemistry analyzer. The customer repeated the samples with normal results. The customer did not release the initial low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the results for three patients.